Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) - patient - (B)(6): filter tilt = 16 degrees. At the index procedure on (B)(6) 2016, the patient received a günther tulip® filter. Primary reason for filter placement was a current deep vein thrombosis and a contraindication to anticoagulation due to recent major bleeding within past 30 days and hepatic disease. The inferior vena cava (ivc) diameter at the intended filter location was 16.23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. On (B)(6) 2016 (same day as procedure), the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. On (B)(6) 2017 (120 days post-procedure), the filter was endovascularly retrieved via the right internal jugular vein with minimal difficulty. On the same day, the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 16.9 degrees and 1.0 degree in the lat view. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and image review. The tulip filter was deployed with the left lateral most foot extending into the ostium of what could be a prominent lumbar collateral vein. There was no evidence of significant tilt or evidence to suggest immediate penetration. X-ray and venograms, from time of ivc filter retrieval four months after placement, demonstrate significant tilt relative to the bony landmarks on the ap x-ray. This lateral tilt is an over estimation relative to the center line of the ivc which does not mirror the course of the vertebral bodies. On the venogram, the tilt measures only 3°. There is extension of the left lateral most primary filter leg 4 mm outside of the column of contrast. This was the primary filter leg which extended into the ostium of a vein entering the ivc in this region. The extension outside of the column of contrast on the venogram may represent continued extension into the ostium of the vein versus penetration. Unfortunately, there is no contrast refluxing into the previously identified vein in this region to help confirm or refute this suspicion. The filter was retrieved without difficulty. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.